Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action and returned product testing found the device did perform as described in the field action. Product event summary : the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Product ID 1156t competitor implantable pacing lead implanted: 2010 (B)(6); product ID 1688tc competitor implantable pacing lead implanted: 2010 (B)(6); product ID 693565 implantable tachy lead implanted: 2010 (B)(6); product ID 6937a52 implantable tachy lead impl anted: 2010 (B)(6). (B)(4).

Event description:
It was reported that the device exhibited abnormal battery depletion and reached elective replacement indicator (eri) in only 2.5 years. The device was explanted and replaced. The patient is participating in the system longevity study. No patient complications have been reported as a result of this event.